Manufacturer narrative:
Up this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign matter clogging nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation observed that could contribute to the retention of foreign material and it is unknown if the facility device reprocessing was implemented in accordance to the IFU, however, the issue was likely the result if insufficient device cleaning/reprocessing. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment. Inspection of endoscope ¿9. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope¿. [Inspection of objective lens surface cleaning function] when using the air/water button: ¿1. Check that water flows over the entire endoscopic image when the air/water supply button hole is blocked with a finger and the button is pressed¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to corrosion on the electrical connector, a noise image occurs. In addition to the foreign objects in the nozzle, the evaluation findings are as follows: due to wear of the angle wire, bending angle in the "up" direction did not meet standard value, due to wear of the angle wire, the play of the "up/down" knob was out of standard, the adhesive on the bending section cover had a crack and white-clouded area, due to clogging of the nozzle, water removal ability did not meet standard value, the electrical connector had corrosion due to water leakage, the color ring had a crack, the light guide lens had a crack, the nozzle had adhesive peeling, the adhesive around the light guide lens had a white-clouded area, the adhesive around the objective lens had a white-clouded area, the objective lens had a scratch, the indication on the scope connector was peeled, the protector of the universal cord on the scope connector side had a scratch, the paint on the suction cylinder was peeled, the paint on the air/water cylinder was peeled, the forceps channel port was shaved, switch #1 had a scratch, the suction cylinder was shaved, the plastic distal end cover had a dent, and the connecting tube had a scratch. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. The customer did not know what the foreign material was. There was no delay in the start of pre-cleaning. The customer flushed the air/water nozzle/channel with water and air. There were no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle/channel with detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that when using the evis lucera colonovideoscope, noise occurs when the connector is touched and that this does not occur with other scopes. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign matter was found to be clogging the nozzle.